Event description:
The customer reported that a 50ml syringe of ketamine continuous infusion (1.67mcg/kg/min, 5.12ml/hr) should have lasted 10 hours but finished in approximately 5.5 hours. It was hung at 2035 on (B)(6) 2018 and finished at 0200 on (B)(6) 2018. The nurse was alerted by a pump alarm. The customer questioned patient tampering. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event, however there were 2 instances in the log that show the syringe in use was accessed or changed and the volume detected did not match what was previously delivered, which suggests tampering may have occurred. In the first instance 10.6166ml was unaccounted for and in the second instance 15.5028ml was unaccounted for. The syringe module and the disposable set were not received for investigation. The root cause of the reported overinfusion was not identified.

Manufacturer narrative:
Concomitant medical products: 60ml bd luer lock syringe. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a 50ml syringe of ketamine continuous infusion (1.67mcg/kg/min, 5.12ml/hr) should have lasted 10 hours but finished in approximately 5.5 hours, it was hung at 2035-(B)(6) 2018 and finished 0200-(B)(6) 2018. The nurse was alerted by a pump alarm. The customer questioned patient tampering. There was no patient harm.